Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
T was reported that an altitude alarm occurred while the customer was not outside of labeled operating altitude range. The customer's blood glucose was 228 mg/dl. Reportedly, an obstruction was blocking the speaker holes. After removing the obstruction from the speaker holes, the alarm cleared.